Event description:
It was reported that in 2001 the pt was admitted to hosp for crushing chest pains. A diagnostic catheterization was performed in the right femoral artery and the puncture site was closed with an angio-seal device. Prior to the deployment, an angiogram was performed and the puncture location and artery characteristics appeared unremarkable. A right femoral hematoma developed but was staple. The pt was scheduled for a bypass procedure but was cancelled due to a seizure while undergoing anesthesia. In 2001 the pt was transferred to medical center and underwent an interventional procedure in which low molecular weight heparin and reopro were administered due to a clot distal to the coronary intervention site in the procedure vessel. Following the procedure, the physician sealed the left femoral artery with an angio-seal device with good results, the site was clean and dry. Prior to the deployment, an angiogram was performed and the puncture location and artery characteristics appeared unremarkable. The pt was transformed to the recovery room where the vitals were stable. Approximately 10 minutes after admission into the recovery area the pt complained of abdominal pain and the need to have a bowel movement. Approximately 30 minutes later the pt developed hypovolemic shock and several blood products were administered. The pt's hgd dropped from 12 to 3.7, became pale, and the pt experienced cardiac arrest requiring resuscitation. The pt was vigorously volume resuscitated with 8 units of blood, 4 liters of normal saline, intubated, and placed on a mechanical ventilation. The pt developed lower abdominal distension suggestive of intra-abdominal bleeding from a hematoma. A vascular surgeon was consulted and the pt was emergently taken to surgery. A large pelvic hematoma extending into the right and left femoral regions was noted. There was no distinct bleeding from the iliac artery. The vascular surgeon performed a cut down at the access site and indicated that the angio-seal device was in a good position with the anchor inside and the collagen outside of the vessel wall. However there was some leakage around the collagen. The pt was admitted to ICU in critical condition but with stable blood pressure. The estimated blood loss during the procedure was 500-700cc. The abdomen was subsequently closed by a return to the operating room on 7 days later when the swelling resolved. Postoperatively, the pt had anoxic brain damage ( no neurological response), developed diabetes insipidus and remained on the mechanical ventilator. Aggressive measures were continued 24 hours when the family agreed to remove the pt from the ventilator; the pt subsequently expired. An autospy was not performed. The physician indicated he did not directly attribute the event to the angio-seal device due to the drugs they had administered as mentioned above. The hospital staff indicated that the pt's platelet count was 90,000 prior to the procedures.